Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges inaccurate delivery requiring third party intervention. Caller reported experiencing low blood glucose level and ambulance was called. Blood glucose reading was not provided. Caller stated he received a glucagon injection for the low blood glucose incident. Requested return of the alleged device for evaluation.